Event description:
Pt presented with an infection roughly 9-months post operative. Device was explanted.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.